Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted for an unknown indication for use. It was reported that the communicator would not charge. The communicator no longer turns on or charges using the usb cable, the battery indicator would not light up to indicate charging and the cable wiggled in the charging port and seemed to slip out easily. There were no environmental, external, patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included attempted to connect the charging cable to the communicator. The patient reported that the cable was loose and wiggled in the charging port, and that the cable seemed to get 'pushed out.' The charging indicator did not light up, even when holding the charging cable in place. No actions/interventions. The issue was not resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# unknown, product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.